Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: (updated 2026-3-26): an impella cp was inserted via the femoral artery to support the 65-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and oxygen for respiratory needs. The other medical history was not shared. During the support the patient suffered from ventricular fibrillation and tachycardia (vt/vf), and was defibrillated to remedy the issue. The team also repositioned the pump to alleviate the vt/vf. Post shock the patient's access site began to ooze and sutures were taken down and replaced, femstop placed, and 1 unit of rbc infused for the hematoma that had developed at the site. After the 24+ hour support the team explanted the pump. Post explant the leg became ischemic; however, this was not a new adverse event. Per the medical team the patient had no pulses prior to the insertion of the impella. Vascular surgery was consulted for intervention. Of note, the patient had been closed for hemostasis by perclose and did have peripheral arterial disease. The patient did survive the harm. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was use related as access-site oozing was associated with patient straining/movement and was controlled after corrective procedural actions including re-suturing to match the insertion angle and use of femstop.